Event description:
The customer used the device to check their blood glucose and obtained a result of 385 mg/dl. Customer dosed insulin on a sliding scale and had a seizure one hour later. Emts were called and when they arrived they checked their glucose and the level was 29 mg/dl. Customer was given a glucose injection and admitted into the hospital. Controls were not used. The device was replaced and requested to be returned for evaluation.